Event description:
It was reported that the customer had a self test that has occurred 11 times today and was activated by the user. Customer had a pump replaced in (B)(6). Customer's blood glucose was 7.5 mmol/l. Customer was advised to use the block function. Customer's mother called to report that during class at school, the pump has restarted and had performed a self test 5 times. The caller reported that the pump battery is full and the customer wears the pump on his belt. Customer is (B)(6) and does not have a block on during class. Caller stated that the pump passed the self test. Caller was advised to upload to carelink and will be called back after the data is reviewed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.